Event description:
Customer reported being found unconscious. Customer stated when conscious, device = 770 mg/dl. Customer is in hospital being observed. No other treatment information was provided. No controls were used. A request was made for return product and replacement product was sent.